Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose level that required emergency medical treatment. The customer¿s blood glucose at the time of the call was 508 mg/dl and the customer had to go to the hospital. The customer also stated that the reservoir lip ring was missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 508 mg/dl. The customer also reported that the reservoir lip ring was damaged. Customer¿s blood glucose level was unknown. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in the reservoir compartment noted. No damage on the reservoir compartment noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).